Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and will likely require a revision surgery. (B)(6) 2011 the patient was revised because of infection.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations for infection since their release to distribution. It is not reasonable to conclude the devices contributed to the patients infection two years after implantation. Additionally, research using the (B)(4) system shows other devices from the reported lots as delivered and can be reasonably concluded as implanted without issue as no further reports have been received. Based on the noncontributing nature of the reported devices, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.